Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. After a wire crossed the lesion and pre-dilatation was performed with non compliant balloons, a 3.50 x 38mm synergy drug-eluting stent was selected for use. When the physician removed the stent from the hoop, the stent delivery catheter was kinked. However, the technologists loaded the stent into the wire and as the physician inserted the device into the guide catheter, the shaft fractured about 100cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. After a wire crossed the lesion and pre-dilatation was performed with non compliant balloons, a 3.50 x 38mm synergy drug-eluting stent was selected for use. When the physician removed the stent from the hoop, the stent delivery catheter was kinked. However, the technologists loaded the stent into the wire and as the physician inserted the device into the guide catheter, the shaft fractured about 100cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Synergy xd mr us 3.50 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 67.6 cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.